Event description:
It was reported an echocardiogram conducted on (B)(6), 2011 revealed the bioprosthetic cusps were thickened and the motion was restricted. The valve was explanted on (B)(6), 2011 and replaced with a 23 mm sjm regent mechanical valve. During the explant procedure, the valve was found to be stenotic with fibrous tissue in the cusps.